Manufacturer narrative:
Date of event was approximated to (B)(6) 2015 as no specific event date was reported. However, the mesh was removed on (B)(6) 2015. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The excised mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, mesh removal and posterior transvaginal mesh were performed under general anesthesia at a different healthcare facility due to the patient's grade 3b mesh erosion. Conservative medication was also performed including the use of estrogen and antibiotics. Reportedly, the mesh was placed in the vaginal wall and there was no difficulty in sexual intercourse that was reported.